Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the trocars were leaking upon torquing of 5mm dissector or grasper instruments. They continued to use them to complete the procedure without impact to the patient.